Event description:
In 2008, it was reported to boston scientific that a procedure to treat benign prostatic hyperplasia (bph) using a prolieve thermodilatation system temperature monitor occurred (patient weight unk). According to the complainant, the patient experienced mild to medium pain in his rectum upon insertion of the rectal temperature monitor during the procedure. Post procedure, the patient had excessive rectal bleeding and was admitted to ICU. Reportedly, the physician thought the patient was "over-anticoagulated" and the excessive bleeding would not happen in a normal patient. A colonoscopy was performed and the patient's condition has since been reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.